Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the insulin pump had multiple alarms; possibly unexpected restart alarms. Customer's blood glucose level is unknown. The nurse stated that the customer was not wearing the insulin pump consistently. Troubleshooting was not performed as the customer was not present. The insulin pump will not be returned for analysis.